Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately three and a half (3.5) years post initial procedure, during a follow up for other medical reasons, a computed tomography (CT) scan showed the aortic extension appeared to have migrated into the bifurcated stent graft resulting in a type 1a endoleak and aneurysm enlargement. The physician elected to explant the devices. The patient status was not reported. Additional information received per publication indicating the patient also experienced a crumpled suprarenal aortic device with a type 3b endoleak due to stent fracture, and thrombus within the suprarenal stent graft. In addition, severe stent kinking of the bifurcated stent graft was noted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. Endologix received one (1) vela suprarenal stent graft for evaluation. The patient was implanted with bifurcated stent graft and a suprarenal aortic extension, however, only the vela suprarenal stent graft was returned. The device was shipped in a biohazard container. Blood and tissue residue were present upon receipt. The device was decontaminated and a visual analysis was performed. The stent graft was observed to be cut from the top of the crown to the middle of the stent. This damage most likely occurred when being explanted. No other damage was identified. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 1a endoleak, explant, type 3b endoleak and crumpled (classified as buckled) proximal extension, and kinking of the bifurcated stent graft are confirmed. The reported aneurysm sac grwoth and implant migration are unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the reported type 3b endoleak was the sever stent angulation and buckling. Procedure-related harms, device, user, procedure, or anatomy relatedness of the event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received a one (1) vela suprarenal stent graft for evaluation. The patient was implanted with bifurcated stent graft and a suprarenal aortic extension however only the vela suprarenal stent graft was returned. The device was shipped in a biohazard returned container. Blood and tissue residue were present upon receipt. The device was decontaminated. A visual analysis was performed. The vela suprarenal stent graft was visual inspected. The stent and graft were cut from the top of the crown to the middle of the stent. This damage most likely occurred when being explanted. No other damage was identified. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm the reported type 1a endoleak and explant however the reported sac growth and migration of the device was unable to be confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h3: device evaluated by manufacturer has been updated. H3: reason device not evaluated has been updated. G3: date of received by manufacturer. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately three and a half (3.5) years post initial procedure, during a follow up for other medical reasons, a computed tomography (CT) scan showed the aortic extension appeared to have migrated into the bifurcated stent graft resulting in a type 1a endoleak and aneurysm enlargement. The physician elected to explant the devices. The patient status was not reported.